Manufacturer narrative:
The serial number of the c 502 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. Alarm trace data showed abnormal aspiration alarms. It was noted that the lamp and cuvettes were out of date. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 8000 c 502 module. The sample initially resulted in a creatinine value of 58.19 umol/l and it repeated as 116.65 umol/l. The sample was repeated again, resulting in a value of 112.54 umol/l. The 112.54 umol/l value was released to the patient.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling and overdue replacement of the lamp and cuvettes. Medwatch fields d1, d2, d4, g1, and g4 have been updated.